Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing baclofen (4000mcg/ml at 5593.4mcg per day) and hydromorphone (45mg/ml at 62.9mg per day). Indications for use included non-malignant pain and other chronic/intract pain in the trunk/limbs. On 2016-oct-26, it was reported that during a refill on (B)(6) 2016, 8ml of medication should have been in the pump. When the reservoir was aspirated, the pump was dry. Needle placement was confirmed with a saline rinse and the patient's dose was decreased by 10%. Flu-like symptoms were reported, but it was unknown if the symptoms were gradual or sudden. The patient received a flu shot around this time and thought the symptoms were due to the shot, but the hcp believed the symptoms were due to withdrawal around (B)(6) 2016. Surgery was scheduled on (B)(6) 2016 to replace the pump. Additional volume discrepancies were reported from prior refills; medications and concentrations remained consistent with previously reported values. On (B)(6) 2016, the estimated reservoir volume (erv) was 10.7ml, and the actual reservoir volume (arv) was 5ml. The (40)ml was injected into the pump at the last refill. No symptoms were reported. On (B)(6) 2016, the erv was 3.5ml and the arv was 0.5ml. The 40ml was injected into the pump at the last refill. No symptoms were reported. On (B)(6) 2016, the erv was 8.7ml and the arv was 4.5ml. The 40ml was injected into the pump at the last refill. No symptoms were reported. On (B)(6) 2016, the erv was 6.9ml and the arv was 5.5ml. The 40ml was injected into the pump at the last refill. No symptoms were reported. On (B)(6) 2016, the erv was 6ml and the arv was 4ml. The 40ml was injected into the pump at the last refill. No symptoms were reported. Remaining pump life was noted to be 25 months, and no issues were noted in the event logs. The refill interval was 28 days. Additional information was received from a manufacturer representative on 2016-10-31. It was reported that during the explant procedure on (B)(6) 2016, the catheter was found completely severed and broken. Additional information was received from the healthcare provider on 2016-nov-04. It was reported that during refill at the patient's home on (B)(6) 2016, no clear fluid was leaking from the pump site and no bleeding or bruising was observed. The pump site was clean and dry with no swelling or discoloration, and the catheter site was healed with no swelling or cording. The 40ml was injected into the pump. The patient stated that she had been nauseated, and had an increase in pain and flu symptoms over the last week. The patient was instructed not to be alone for the next 48 hours and to proceed to the emergency room if any withdrawal or overdose symptoms occurred. The hcp was unsure how long the patient had been without medication. In addition to nausea, it was noted that the patient experienced weight loss, loss of appetite, sleep disturbance, fatigue, dizziness, headache, depression, dry mouth, heat sensitivity, cold sensitivity, paleness, and alterations in her range of motion. The patient was wheelchair bound and experienced sharp, shooting pain from her right stump, as well as pain in her back. The pain was also described as throbbing, aching, constant, and tiring/exhausting. Rest and medication alleviated the pain, and activity and weather changes aggravated the pain. The patient experienced a slight increase in tone in her right lower extremity. The patient was using the following medications for breakthrough pain/spasticity: dilaudid, hydrocodone, and zananaflex. During refill at the patient's home on (B)(6) 2016, no clear fluid was leaking from the pump site and no bleeding or bruising was observed. The pump site was clean and dry with no swelling or discoloration, and the catheter site was healed with no swelling or cording. The patient experienced weight loss, loss of appetite, sleep disturbance, fatigue, nausea, dizziness, headache, depression, dry mouth, paleness, heat sensitivity, cold sensitivity, alterations in range of motion, and was wheelchair bound. She experienced sharp, shooting pain from her right stump, as well as back pain. The pain was also described as throbbing, aching, constant, and tiring/exhausting. It was made worse by activity and weather changes, and was alleviated by rest and medication. Previously stated breakthrough medications remained the same. During refill at the patient's home on (B)(6) 2016, no clear fluid was leaking from the pump site and no bleeding or bruising was observed. The pump site was clean and dry with no swelling or discoloration, and the catheter site was healed with no swelling or cording. The patient experienced weight loss, loss of appetite, sleep disturbance, fatigue, nausea, dizziness, headache, depression, dry mouth, paleness, heat sensitivity, cold sensitivity, alterations in range of motion, and was wheelchair bound. She experienced sharp, shooting pain from her right stump, as well as back pain. The pain was also described as throbbing, aching, constant, and tiring/exhausting. It was made worse by activity and weather changes, and was alleviated by rest and medication. A dose increase was requested by the patient during this refill. Previously stated breakthrough medications remained the same.

Manufacturer narrative:
Pump and catheter segments were returned for analysis. As received, the pump reservoir was empty and left running in simple continuous infusion mode. The pump logs were gathered, and motor stall recovery was noted. This meant that during the pump life there was a motor stall and motor stall recovery. Destructive analysis was performed with no significant anomalies found. During (B)(4) testing, the pump was found to be over infusing by more than (B)(4)% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing baclofen (4000mcg/ml at 5593.4mcg per day) and hydromorphone (45mg/ml at 62.9mg per day). Indications for use included non-malignant pain and other chronic/intract pain in the trunk/limbs. It was reported that the patient never received good therapeutic relief from the pump. The patient's pain relief was described as horrible. Pump medications were changed to baclofen and hydromorphone because the patient started having horrible pain relief, but from what the hcp knows the patient never had good relief going back to pump implant. The patient's previous pump medications were baclofen and fentanyl (4000mcg/ml at 62.9mcg per day) about a year ago.

Manufacturer narrative:
Conclusion code no longer applies. Conclusion code applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.